Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The power supply issue could not be reproduced during testing. There were no abnormalities in the subject device's appearance. An e105 lighting lamp error had occurred dur to a led unit failure. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer originally returned his olympus video system center due to a low power supply issue noted during start up. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, an e105 lighting lamp error was discovered due to an led unit failure. This report is being submitted to capture the e105 error found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The specific root cause of the led unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.